Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 198 mg/dl on the verio iq meter compared to 132 mg/dl on onetouch ultra meter no time comparison was specified. This complaint is being reported because the reported results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.